Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
Patient had a very narrow subclavian vein with clot or stenosis. Wire unravelled as the physician was pulling the wire back/withdrawing the wire.

Event description:
Patient had a very narrow subclavian vein with clot or stenosis. Wire uravelled as the physician was pulling the wire back/withdrawing the wire

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. One used guidewire was returned to argon from the customer. A visual inspection was performed on the returned sample. The visual inspection established that the coil was stretched out and the core was broken at the taper. The damage is consistent with excessive force being applied to eh wire in a pulling motion. It is likely that the guidewire was pulled back through the needle in which the coils got caught on the edge of the needle and force was use to retrieve it causing breakage of the taper as well as the unraveling of the coil. It is stated in the IFU to not retrieve the wire through the needle. Since this is likely the result of an event within the user's environment, no corrective action will be implemented.